Event description:
A canadian customer called for help with his 2 contour meters. While troubleshooting, he performed comparison blood glucose tests using both meters and received readings of 7.2 mmol/l (130 mg/dl) and 2.9 mmol/l (52 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meters are to be returned for evaluation. Replacement products were sent to the customer.